Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: outer tubing overlay melted; this is explant damage from cautery and would not affect lead performance because the overlay tubing is not considered insulation; full lead analyzed.